Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. It should be noted in the instructions for use, states: warning: do not turn the arm positioner more than 1/2 turn in the ¿open¿ direction once initial resistance is felt to prevent device deployment. The reported clip opening while locked is the result of the user error as turning the arm positioner more than one turn while locked resulted in increased tension on the clip which likely contributed to it opening while locked after deployment. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design, or labeling. (B)(4).

Event description:
This is being filed to report the clip opening after deployment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced and placed on the mitral valve. While establishing final arm angle (efaa), the clip was locked and the arm positioner was turned to open in the neutral position and then turned to the open direction more than one turn. The clip was able to be deployed however, post deployment, the clip opened 15 degrees but was stable on both leaflets. The mr was reduced to 2-3. Due to a gradient of 5mmhg it was not possible to implant a second clip to further reduce the mr. Post procedure, imaging was reviewed and it was noted the clip opened 15 degrees after the final arm angle test. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.